Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -9.50/2.0/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Low vault and lens dislocation were observed. Reportedly, planned exchange. Lens remains implanted. Cause of event was reported as unknown.

Manufacturer narrative:
B5 - lens was exchanged with longer, different diopter length lens. Problem was resolved. Claim# (B)(4).